Event description:
During a coronary drug eluting stenting treatment procedure, deflation issue occurred. The treatment was for a non-tortuous lesion in the proximal left anterior descending artery (lad). Upon reaching the lesion the physician successfully deployed the taxus exp2-8.8pct - 3.00 x 16 mm stent (unknown atms reached). However, upon removing the balloon, the physician was unable to completely deflate the balloon. The physician then decided to forcefully remove the balloon by pulling the partially deflated balloon into the guide catheter. The physician then removed the entire delivery system intact. No pt injuries were reported. The procedure was successfully completed. Pt status is reported as "satisfactory/good."